Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review review of the customer data found that there is no indication that the alinity m resp-4-plex amp kit (list 09n79-096) lot 522088 is performing outside of established design performance specifications. Customer result logs were reviewed and the samples received a positive result for sars-cov-2 with valid internal control (ic).the samples were retested where they were confirmed positive with valid ic. The samples were repeat positive, so there are no true discrepant results. Quality data review device history record (DHR) / batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-096) lot 522088 (and its components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The amplification kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed in to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-096) lot 522088 and components. This CAPA review did not identify any existing internal issues or nonconformances that are related to the reported complaint. Complaint history review a complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while usingalinity m resp-4-plex amp kit (list 09n79-096) lot 522088. A product deficiency was not identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-096) lot 522088 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be conducted.

Event description:
The customer reported 2 potential false positive sars-cov-2 result on the alinity m resp-4-plex assay. The samples were tested twice each on two different instruments and generated positive results. The controls were valid. One of the samples had noisy amplification curves for the other three targets. The customer retested the samples again on an m2000 instrument, which also generated positive results. There was no report of impact to patient management.